Event description:
While prepping the product, it was reported that the cannula would not retract. The product was laid out flat and straight and flushed fine, but once the needle was deployed, they couldn't get it to retract back into the catheter body. The product never entered the patient. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to cannula and luer subassemblies, and this review confirmed that subassemblies met quality requirements for product acceptance as well. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event.